Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The hp attached the extension lines to the patient line after the patient line had been primed already and did not re-prime the lines. As a result, the lines were not properly primed before the therapy was initiated. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient indicated the patient line had not been properly primed as the extension lines were connected after the lines had been primed. The cause was determined to be the incomplete prime. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.